Manufacturer narrative:
Findings: unit received with high sleep current currents and alarmed multiple pump errors during self test due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected replace battery now alarms were noted. Unit received with minor scratched display window, case and keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm. The customer's blood glucose level was 79 mg/dl at the time of incident. The customer reported that the alarm occurred less than 10 hour from low battery. The insulin pump will be returned for analysis.